Event description:
The patient is part of a clinical study. On 22-april-2020, the surgeon provided delayed study data. It was reported that the patient suffers from cortical hypertrophy in zones 5 since (B)(6) 2016. According to the surgeon, the event could possibly be related to the procedure and definitely be related to the stem.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Received x-ray shows a bone excrescence at the lower part of the stem which correspond to the hypertrophy mentioned in the event. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. The instructions for use have been reviewed and it was found that all the devices used were compatible. A complaint extract was done regarding cortical hypertrophy: 2 complaints (2 products), this one included, have been recorded on exception standard femoral stem right size 7, reference ps126y07, from january 01, 2017 to september 23, 2020. 1 complaint (1 product), this one included, has been recorded on exception standard femoral stem right size 7, reference ps126y07, batch 0000712285. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). List of associated products: cobalt chrome femoral head 5°42 ø22,2 / -2 / 12-14/ col court, reference (B)(4), batch 00j2604509. Avantage reload acetabular cup / cementless / size 48, reference (B)(4), batch 0000704266. Avantage e1 insert size 48 ø 22,2, reference (B)(4), batch 0000706847. The received x-ray showed that the bone around the middle part of the stem is overdeveloped for the right hip. Therefore, the reported event is confirmed. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
The patient is part of a clinical study. On (B)(6) 2020, the surgeon provided delayed study data. It was reported that the patient suffers from cortical hypertrophy in zones 5 since (B)(6) 2016. According to the surgeon, the event could possibly be related to the procedure and definitely be related to the stem.